Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for a supra ventricular tachycardia (svt) episode and then inappropriately shocked the patient for detecting an svt as a ventricular fibrillation (vf) episode. The device remains in use. No further patient complications have been reported as a result of this event.